Event description:
Reportedly, the subject programmer takes a long time to interrogate a device and then the screen freezes.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
Testing of the returned device did not reveal any anomaly. The reported issue could not be confirmed by the analysis.

Event description:
Reportedly, the subject programmer takes a long time to interrogate a device and then the screen freezes.

Event description:
Reportedly, the subject programmer takes a long time to interrogate a device and then the screen freezes.